Event description:
It was reported patient underwent a total knee arthroplasty on (B)(6) 2011. Subsequently, patient was revised on (B)(6) 2013, due to probable infection. All components were removed and replaced with cement spacer molds.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. PMA/510(k) number. Manufacture date ¿ unknown.